Event description:
It was reported that during a minimally invasive spinal fusion, the trocar tip disconnected from the inserter while within the patient. The incision had to be opened up to remove the trocar. Then, during insertion of the rods, both rods disconnected in the patient as well. The surgeon was eventually able to place the rods correctly. The patient is well.

Manufacturer narrative:
(B)(4): enlargement of surgical incision. Evaluation of the part returned did not identify any damage, the instrument was found to work as intended. The event can be attributed to a wrong assembly of the spinal rod with the rod inserter prior to implantation. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.